Event description:
Patient reached out via phone call to report a skin reaction to the holter monitor patches that were applied to her. Patient was not known to have sensitive skin or any previous reaction. The patient reached out to her primary care physician for further care. Once seen by primary md, the patient was ordered prednisone and a topical cream.

Event description:
Patient reached out via phone call to report a skin reaction to the holter monitor patches that were applied to her. Patient was not known to have sensitive skin or any previous reaction. The patient reached out to her primary care physician for further care. Once seen by primary md, the patient was ordered prednisone and a topical cream.